Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" "b.braun received and attended the case on 19 oct 2021 to download history. Incident date: (B)(6) 2021, incident time: 2000-1000hours, medication: IV tpn. Based on the history logs extracted from (B)(4), the reported time was not tally with the history logs. However, there was an infusion ongoing and completed closer to the time provided. As per of history logs, we have found out the following. Nil further abnormalities detected from the logs. Multiple pressure alarms occurred and acknowledged by user. Total 2 boluses given to patient. Vtbi was reset prior to the completion of the infusion. Patient's outcome: no further complication reported."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The pump switched on and a space line was inserted. The infusion was started with a vtbi of 80ml and a undefined rate. During the infusion a bolus was given, two times. After the bolus, a pressure alarm occurred. No other abnormalities were found. The complaint could not be confirmed. No abnormalities were found in the device history.